Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl). Reportedly, the contact stated that the customer programmed a bolus for 35 grams of carbohydrates and did not eat that amount. Recommendation was made to consult with their health care provider to discuss diabetes management.